Manufacturer narrative:
Correction: product and related fields updated to proper value. Unique device identification (UDI), lot number, and device manufacture date updated to proper value. The spine clamp was returned to the manufacturer for analysis. Analysis found that the adjustment screw of the returned clamp is not damaged as was reported. The head of the screw and the threads are intact and functional. However, the retainer ring and tip of the screw are stretched causing some play in the movement of the clamp face.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation instrument being used outside of a procedure. It was reported that there was a worn out screw of the spine clamp. There was no patient present when this issue was identified.